Event description:
The customer reported to olympus, the duodenovideoscope forceps are defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: switch box has a scratch, air/water cylinder has no color, suction cylinder has no color, air/water cylinder has foreign objects, plug unit has a scratch, distal end is shaved, distal end has residual liquid, adhesive around objective lens has wear, inside of light guide lens has stain, and the universal cord has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.